Event description:
It was reported that the tubing of a clearlink system continu flo solution set was cut in two parts inside the package. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.